Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Functionally, each instrument was loaded with a reload. During the firing cycle, a skip was audible in each instruments firing stroke. An access hole was cut into each instrument body for visualization of the firing racks. This examination noted sheared teeth on each instruments firing rack. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic video-assisted thoracic surgery (vats) wedge resection, while the device was being applied to the lung tissue, the surgeon was able to press the green button and was able to squeeze the handle but the device did not fire. It was stated that the stapler did work again for a few more firings but then stopped working again when used with a black reload on thick tissue. It was stated that the handle broke. Another stapler was opened however the device also stopped working when it was stapled across a previous reinforced staple line using a reinforced black reload to remove the tumour. Another device from another manufacturer was use to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic video-assisted thoracic surgery (vats) wedge resection, while the device was being applied to the lung tissue, the surgeon was able to press the green button and was able to squeeze the handle but the device did not fire. It was stated that the stapler did work again for a few more firings but then stopped working again when used with a black reload on thick tissue. It was stated that the handle broke. Another stapler was opened however the device also stopped working when it was stapled across a previous reinforced staple line using a reinforced black reload to remove the tumour. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic procedure, the surgeon was able to press the green button and was able to squeeze the handle but the device did not fire and the handle broke. Another device was opened however the device also broke. There was no patient injury.